Manufacturer narrative:
Concomitant medical product: product ID: 39286, serial# unknown, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that following replacement of the ins due to end of service (eos), the nurses experienced out of regulation (oor) immediately when trying to replicate the program from the previous ins. They attempted to work round this with all other programming options they could. They sent the patient home with the following program which hasn't been helping with the pain nearly as much as before the replacement surgery: 9+ 10-, 450 pw, 50 rate, 11- 14.8 ma 12+. When the patient made any changes on their patient programmer, it would not let them increase and when the system was interrogated in the clinic these settings repeatedly brought up an oor alert at anything above 11.0ma. It was noted that the patient is not the type of patient to keep phoning or coming back into clinic and does try to get on with things. However, the hcp was aware that they have never been able to achieve the same or even near the same coverage as they did with the previous ins. The patient experienced lack of efficacy of the therapy. Some of the programming options the hcp has tried were: 11 + 12 - 13+. The hcp moved up and down the whole lead on both 1-8 and 8-16 with this configuration to attempt to see if they could achieve the coverage over the right knee, especially lateral side, to not available. It was tried from the lowest to the highest pw and at many different rates. The oor was coming in as low as 7ma. Program 8+ 0- was tried. The hcp moved up and down the whole lead on both 1-8 and 8-16 with this simple bi-pole configuration to attempt to see if they could achieve the desired coverage. This was tried from the lowest to the highest pw and at many different rates. The oor was coming in as low as 5.6ma. The stimulation was very strong in the stomach and oor occurred at 6ma with the following program: 9+ 10- 11-, 450 pw, 60 rate. The hcp went back to the following program: 9+ 10- 11- 12+. Then moved up and down the whole lead on both 1-8 and 8-16 with this configuration to attempt to see if they could achieve the desired coverage. Again the hcp tried from the lowest to the highest pw and at many different rates. The oor was coming in as low as 7ma. Program 8 - 12 + on all different pw and 60 rate was tried with no coverage in desired area and oor at 8ma. Program 8- 10+ on all different pw and 60 rate was tried with no coverage in desired area and oor at 7.2 ma. If the hcp tried any programming across the lead, the stimulation was reported to be too intense and uncomfortable in the patients left hip, left leg, and left foot. The hcp mainly tried at the rates of 60 as anything below the patient couldn't feel any stimulation or any higher they were getting high uncomfortable stimulation in bilateral hips. The patient has previously tried hd below perception and had no benefit whatsoever. The hcp had to again send the patient home with the program they came in with: 9+ 10- 450 pw, 50 rate, 11- 14.8 ma 12+. The hcp¿s perception was that all other programming options had been exhausted with nowhere near the same therapeutic benefit that the patient had with the stimulation coverage they had from their previous ins. The lead was implanted in 2010, there has been an x-ray of the position of the lead and the hcp previously reviewed and was happy with this. The issue was not resolved at the time of this report. No surgical intervention occurred but was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they will be discussing with the doctor of possible explant on (B)(6) 2019.